Event description:
Customer reportedly received results of 279 mg/dl and 599 mg/dl on the same device and a lab value of 165 mg/dl within 10 minutes. No action was taken based on device results. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.